Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, five (5) tubes underfilled. Sample recollection occurred.

Manufacturer narrative:
There was additional information added to b.5: there was 7 devices affected. H.6 investigation summary bd had not received samples, but two(2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, five(5) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, seven (7) tubes underfilled. Sample recollection occurred.